Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported 911 call. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's wife called 911 to seek treatment. The blood glucose (bg) values that were given were at 106 mg/dl. The patient stated that it dropped from that point, but gave no values.